Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed for the finished device number 6552543, and no non-conformances related to the reported complaint were identified. Concomitant products: mentor smooth round moderate profile 525cc saline prosthesis, catalog #3501685, serial # (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female underwent breast augmentation revision with a mentor smooth round moderate profile 525cc saline prosthesis and experienced right sided deflation post procedure. The deflation was diagnosed by a physician. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.